Manufacturer narrative:
Based on the results of the investigation, the found failures were noted to be attributed to component failure. A definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation of the subject device, the following were identified: flooding in the main unit imaging and in the camera cable (water invasion), a scratch on the lens, corrosion on electrical contacts of the video connector, and image defects. There was no patient involvement on this event.